Event description:
Pt to undergo tympanic ear surgery fiber optic intubation donor by ent md. Vital signs stable approximately 10-15 mins after turning pt and md started to prep ear - EKG monitor showed bradycardia. Crna connected pt to ventilator and noted bellows not going up as needed. Vent removed from pt. CPR done and pt responded and was transferred to ICU, they were discharged home for cardiac follow-up.